Event description:
Patient was hospitalized for hypoglycemia. Patient reports spouse took patient blood sugar, which was 19, and treated patient with glucagon. When the paramedics arrived patient's blood sugar was 69, and then they report they had a seizure and was taken to the hospital. Suspect device was being worn at the time.